Event description:
It was reported by the caller that the patient's right phrenic nerve was affected during a medtronic cryoablation balloon freeze in a pulmonary vein. Pacing was performed during the freeze, and it was noted that the phrenic nerve capture was diminished. Pacing was stopped and the freeze was immediately stopped. Pacing was started again, and normal capture was then noted about 30-40 minutes later. No bwi products were located in the left atrium at the time. The patient is currently stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).